Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with two syringes of juvéderm® ultra plus xc into the nasolabial folds and one syringe of juvéderm voluma® xc into the cheeks. A few days after injection, patient started experiencing pain and was diagnosed with a vascular occlusion on the left nasolabial fold. Patient was provided 7 vials of hylenex as treatment. Ultrasound performed and noted symptom resolved.